Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ('five ladies having surgery today') in a female patient who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent surgery (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the surgery outcome was unknown. The reporter considered surgery to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.